Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the analyst noted that there appears to be some plastic material within the sleevehead. This may have contributed to the helix's inablity to extend or retract; however, with multiple variables affecting the helix functionality, this has not been confirmed as the causal factor; full lead returned and analyzed.

Event description:
It was reported, during an implant procedure, the helix would not extend. Helix had been extended and retracted once. With the second position placement, the helix would not extend. It was noted that no tissue was present in helix area. Consequently, this lead was not implanted. No patient complications were reported as a result of this event.